Event description:
When pressure injected the tip completely separated. It broke where the beacon tip meets the regular tip. The physician used a snare to retrieve the tip. No harm to the pt and the district mgr confirmed the pt is doing well.

Manufacturer narrative:
(B)(4). Event is still under investigation.